Event description:
It was reported that a user experienced a dexcom g7 pairing failure to the ilet, with the pump showing pairing with sensor while the user¿s phone had already connected to the dexcom app, consistent with an intermittent communication failure involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure between the cgm and the ilet, implicating the device¿s electrical and magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.